Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was experiencing print quality issues. The customer stated that the printed labels appeared light, and on certain medications, the qr codes were not readable or scannable. The customer attempted to install a new printer, but the same issue occurred, with poor print quality and text that was difficult to see. After troubleshooting, the printer eventually stopped printing altogether. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was experiencing print quality issues. A technical support specialist (tss) dialed into the station and confirmed the version as 1.7. In the control panel under devices and printers, it was verified that for this version the zd411 printer was supported. The zd410 printer showed no paper, while the zd411 had jobs in the queue, which were cleared. The zd410 was removed, and the universal serial bus (usb) port was verified. Advanced settings and printing defaults were adjusted. A test print was attempted but showed no connectivity. The user was contacted to check connectivity, which failed. Tss performed troubleshooting on the printer and configured the necessary settings. The printer test page continued to display no connection. The customer confirmed the printer was powered on and connected and reported that a technician assisted in resolving the issue. Tss confirmed the users response and proceeded with case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was experiencing print quality issues. The customer stated that the printed labels appeared light, and on certain medications, the qr codes were not readable or scannable. The customer attempted to install a new printer, but the same issue occurred, with poor print quality and text that was difficult to see. After troubleshooting, the printer eventually stopped printing altogether. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.